Manufacturer narrative:
H6: investigation summary one photo was received and evaluated. Three customer non-bd syringes with safetyglide needles attached, as well as an integra syringe, were observed in the photo. Potential root cause for needle out of hub defect is associated with the needle supplier¿s manufacturing process. The photo was forwarded to the needle supplier for further evaluation and investigation. Based on the investigation and photo sample analysis the symptom reported by the customer is confirmed. Probable root cause is not enough epoxy was applied to the joint of the needle and needle hub. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a needle sftygld 25x1 rb had leakage, blockage, and broke at the cannula during use. The following was reported by the initial reporter: "it was reported that needle did not release medication, medication leaked and the shield broke needle. Per verbatim: material no: 305916 batch no.: 0252792 pharmacy rep called and stated that when trying to administer a medication, the needle did not release into the patient and when trying to activate the safety shield, the shield seared the needle off its base. Customer also mentioned that medication dribbled down the patient's arm. No sample available, but customer did say she would send a picture of it to the pc inbox for evaluation. Doe: (B)(6) 2020."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle sftygld 25x1 rb had leakage, blockage, and broke at the cannula during use. The following was reported by the initial reporter: "it was reported that needle did not release medication, medication leaked and the shield broke needle. Per verbatim: material no: 305916, batch no.: 0252792. Pharmacy rep called and stated that when trying to administer a medication, the needle did not release into the patient and when trying to activate the safety shield, the shield seared the needle off its base. Customer also mentioned that medication dribbled down the patient's arm. No sample available, but customer did say she would send a picture of it to the pc inbox for evaluation. Doe: (B)(6) 2020."